Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received regarding an imaging system issue that occurred outside of a procedure. It was reported that after a software update to the system, a warning message stating "the images on disk do not appear to correspond to the active database". They checked the logs and requested assistance. There was no patient present when this issue was identified. No further information was provided.